Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-11-17. H6: investigation summary bd received thirty-five (35) samples for investigation. The samples were evaluated by visual examination and some stoppers appeared to have a puncture mark. Ten (10) of the samples were evaluated by functional draw testing and the indicated failure mode for underfill with the incident lot was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional draw testing and the issue of underfill was not observed, as all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of underfill based on the returned sample testing; however, a puncture mark in the stoppers was observed in some of the samples. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® z (no additive) urine tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes contain too little vacuum to pull the liquids out of the mixing cups."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® z (no additive) urine tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes contain too little vacuum to pull the liquids out of the mixing cups."